Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. A visual evaluation of the returned device revealed that the protective hub detached and moved proximally approximately 1.8cm into the sheath, which restricted the needle's ability to extend. Additionally, the device was kinked at the needle's proximal end, where it joins to the wire, and the handle luer was stripped. Due to this damage, a functional evaluation for vacuum was not able to be performed, and the device was unable to be tested for leaks. Based on the analysis which found that the handle luer was stripped, a leak likely would have occurred at the junction between the handle luer and syringe. Although the unit was not functionally tested, a vacuum could not have been generated because the needle must be extended and the lumen free of debris, and neither condition existed. Additionally, the evaluation found that the protective hub detached, and the needle could not be fully extended. During manufacturing, excelon transbronchial aspiration needles are 100% inspected for integrity, as well as pressure and vacuum, which would identify any potential leaks. Therefore, based on the investigation details and the report that this issue was identified during preparation, the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was to be used during a biopsy procedure in the lungs. According to the complainant, after unpacking the device, the syringe was attached, then tested by drawing saline through the needle. However, the syringe never filled and a leak was identified at the connection between the handle and catheter shaft. Reportedly, no device damage was visible. At this time, the physician decided to stop the procedure, and cleared the patient to go home. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable. On (B)(6), 2011, the investigation revealed that there was visible damage to the device; the protective needle hub, which is at the end of the sheath, had detached. The hub was found to be pushed back into the sheath, instead of at the end. Based on this evaluation finding, this event is now considered MDR-reportable.